Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue 'failed the downstream occlusion' could be either false downstream occlusion alarms or failing to detect downstream occlusion. Neither of those failures were reproduced during testing. The device passed downstream occlusion testing. A review of the event history log identified downstream occlusion alarms but the log cannot differentiate between true or false alarms. The device was found out of specification as causality was determined to be the force sensor out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.